Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) had fluid loss. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had fluid loss. The cylinder and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump, so the functional test was not performed. Ms pump kink resistant tubing (krt) were worn to the filament. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole in the outer tube from sharp instrument damage in the middle of the cylinder. Both cylinders had wear at fold in the proximal end and distal end of the cylinder. No leaks were identified. Based on the information available and analysis results, the reported device allegation of fluid leak was not confirmed. Correction to field b5: describe event or problem. Correction to field g2: report source.